Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had been in and out of his local hospital with abdominal pain, and slurred speech. The cause of the event was unknown, but the reporter had evaluated the pump and didn¿t feel it was the source of the problem. The pump residual was reportedly fine, and a pump myelogram and rotor study demonstrated no issues with the pump (as previously reported). The patient continued to have intermittent episodes.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8590-1, lot# n294894, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
It was reported that the patient was seen for an MRI on the day of the report for ¿stroke symptoms.¿ the patient experienced episodic overdose/underdose symptoms; altered mental status, flu-like symptoms, gastrointestinal pain, and hypoxia. The patient¿s status at the time of the event was said to be alive and no injury. A catheter dye and rotor studies were performed and showed a functional pump. The patient was given a 16% dose increase. The pump was used to deliver morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the pump was replaced, with noted volume discrepancies. Through the past 4 medication refills, the actual residual volume (arv) was greater than the expected residual volume (erv) for 3 out of the 4 occasions. However, all discrepancies were within specifications ((B)(6) 2015 erv=30.8ml and arv=31ml, (B)(6) 2014 erv=29.9ml and arv=29ml, (B)(6) 2014 erv=7.4ml and arv=9ml, and on (B)(6) 2013 erv=5.9ml and arv=7ml). Pump myelogram and rotor studies were performed on (B)(6) 2014, with no issues were found. The patient experienced the overdose symptoms of intermittent abdominal pain, fever, sedation, desaturation,and nausea over the past year. The catheter was partially explanted (proximal catheter segment was replaced); the outer part of the catheter appeared to be defective. It was unknown if catheter segments were left in the intrathecal space. The patient's status at the time of the event was stated to be alive with no injury. The patient recovered without permanent impairment. The pump was used to deliver morphine (unknown).

Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found no anomaly analysis of the unknown catheter found damage on the transitional tubing. (B)(4).